Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an ankle syndesmosis surgery, the suture of this product broke when the surgeon pulled on it. The surgeon cut the other sutures and removed it, and used an alternative suture to complete the surgery. No other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Blue and white sutures along with the toggle button and drill bit are returned for evaluation. As returned both blue and white sutures are fractured and frayed. As reported, the surgeon has to cut the remaining sutures due to one broken suture. The sutures did not appear frayed other than where it fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.